Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mean age (y) +/- sd: (B)(6). The article indicated that patients of each gender (male and female) were treated with this device, but it did not provide the number for each gender. Date of event: the evar procedures took place over 82 months between (B)(6) 2003 and (B)(6) 2010. All patients were given prophylactic antibiotics, either 1g intravenous cefazolin or 600 mg clindamycin, immediately before the procedure. Sheath: between 12fr and 18fr. Other: heparin, bivalirudin. Endografts: gore-excluder, cook-zenith. The proglide, as the different smc device used to close 100 arteries, is being reported under a separate medwatch report number. Article: percutaneous suture-mediated closure versus surgical arteriotomy in endovascular aortic aneurysm repair. J vasc interv radiol 2011; 22:142-147. The procedures were performed at a single tertiary care medical center. The prostar devices were not returned for evaluation and the lot numbers were not identified; therefore, the lot history record for these products was not reviewed and a query of the complaint-handling database could not be performed. A definitive cause for the reported experience cannot be determined based on the article events information.

Event description:
The following events were noted during a retrospective study literature review that compared suture-mediated closures (smc) versus surgical closure: a total of 100 arteries were closed using two different smc devices. Arteriotomy closure of 68 common femoral arteries was attempted in a pre-close fashion in evar procedures using the prostar device. Reportedly, of the 100 device vessel closures a total of 15 arteriotomy closures were unsuccessful; of which 8 had been attempted with the prostar device. The 15 closure device failures occurred at an unspecified time during or before the index procedure. The total 15 failures were attributed to lack of hemostasis after suture deployment in an unspecified number of cases, and difficulty in device positioning because of suboptimal tissue exposure in also unspecified number of cases. All failed percutaneous closures were converted to surgical closure. The study results indicate that a total of 8 complications occurred using both suture-mediated closure devices. A correlation between the patient outcomes and a specific closure device was not provided. The complications were listed as seroma-1, hematoma-2, distal embolization in a calcified artery-1, pseudoaneurysm-3 and infection-1. The patient that experienced distal embolization required balloon embolectomy. The patient that experienced infection had a recurrent infected seroma despite antibiotic therapy and eventually required a surgical wound revision. The procedure was completed in all the patients regardless of the closure method. The article does not identify the device operator(s) and his (their) training status in the use of the prostar device. Though requested, no additional information was provided.